Event description:
Upon review of a (B)(6) female patient's flag files, zoll customer support reported service codes 205 (data corrupt) and 206 (shell application md5 failed). The patient was contacted and issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problems (service codes 205 (date corrupt) and 206 (shell application md5 failed)) have been confirmed. As received, the monitor would not power on. During servicing, there was an md5 flash failure while programming the flash memory. The cause of the service codes is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The patient received a replacement monitor.